Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to the product code and lot number being unknown. A review of the complaints file could not be conducted due to the product code and lot number being unknown. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the femoral artery was occluded by an angioseal device. The following information was provided by the user facility: the physician believes that the patients femoral artery was occluded by an angio-seal device. The physician used a hawk one "artertomy" with a filter to remove it. Additional information was reported on 03/28/2017: the physician deployed the angio-seal device after the case on (B)(6) 2017. The patient was scheduled for another procedure the next day. During that procedure the physician accessed on the contralateral (opposite) side and went up and over the aortic bifurcation with a sheath. An angiogram of the leg showed an occlusion in the area where the angio-seal was deployed. The physician used a hawkone (medtronic) atherectomy system to open up the blockage in the vessel. A spider filter (ev3) captured the particulates that were causing the blockage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.